Event description:
The lens would not sit correctly into the pt eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00354 for the delivery device used with this intraocular lens. Results: the eval of the lens found one of the haptics bent. The cause of the incident cannot be determined.